Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels between 800-1000 mg/dl. Cause was not known. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.